Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the unit was returned for failure analysis and the reported failure (repeated c-38 errors) was not confirmed or reproduced. However, repeated m-1 error on monopolar activation was confirmed. The unit was placed on in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-38 occurred on the integrated electrosurgical unit (iesu/erbe). The error remained despite of a restart. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.